Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 failed. A field service engineer (fse) removed drawer 3 and found bearing cages on both slide rails of drawer 3.2 were broken. Both rails were replaced and the drawer was reinstalled. The cubie lid was cleaned to remove sticky residue, and its connections were cleaned and reinserted. The device was rebooted and tested in hardware test application (hta). A proactive preventive maintenance was performed by opening all drawers and removing tablets and trash found between cubies and the customer successfully inventoried medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket b3 was failed to close and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.